Event description:
It was reported that during a scheduled device change out, it was found that the device was very superficial and had become displaced laterally in the axilla. It was also reported that the right ventricular [rv] lead had an insulation breach. The device was explanted and replaced; the rv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant: 5071 x2 implantable pacing leads, (B)(6) 2003; c154dwk implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).